Manufacturer narrative:
Updated sections: b2 - b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation).

Event description:
It was reported and learned through implant patient registry that a patient with a 31mm 7300tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of 8 years, 6 months due to stenosis with a gradient of 10.7nnhg. The patient presented with dyspnea on exertion. Tmvr was completed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia and hypertension. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve in mitral position is being evaluated for a possible valve in valve procedure after an implant duration of 8 years, 6 months due to unknown reasons. Tmvr has not been scheduled.